Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specifications (results, conclusion) and the device was used in accordance with labeled indications (results). The pt's symptoms are not considered serious in nature, but the facial swelling is of concern as it is an indicator of an allergic reaction. No conclusive evidence has been provided that supports or opposes the fact that the invisalign product caused or contributed to the pt symptoms. Since the invisalign product was being used at the time of the reported symptoms, an MDR is being filed.

Event description:
The pt started treatment on (B)(6) 2011. The pt is now at stage #3 and reported the following symptoms on (B)(6) 2011: swelling of face, eyes were almost closed, and rash on face. The pt stopped orthodontic treatment on (B)(6) 2011, and saw an ophthalmologist who indicated that the pt was having an allergic reaction. The ophthalmologist did not identify the cause of the allergic reaction. The pt does not appear to have required medications to alleviate the reported symptoms. No other medical or lab tests appear to have been conducted.